Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to the site to test the equipment. The rep was unable to replicate the reported issue. Tests were performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that the power switch of the mobile view station (mvs) was in on position but the viewing station seems to power cycle itself consistently and would reboot itself. There was no patient present at the time of the issue.